Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The momentary squeeze (ms) pump was visually inspected, leak tested, and functionally tested. Microscopic examination observed that the deflation ball was misaligned in the ms pump. Ms pump passed the leak test. Ms pump had trimmed kink resistant tubing (krt) with window quick connector (wqc). Ms pump failed deflation tests. Both cylinders were visually inspected, and leak tested. Both cylinders passed visual inspection and leakage test. The spherical reservoir was visually inspected, and leak tested. The krt has a hole from sharp instrument damage. The reservoir passed leak test. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, conclusion code of known inherent risk of device was assigned to this investigation

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical intervention due to infection, erosion and protrusion through the tissue. After the inspection of the prosthesis by the physician, he defined that the infection of the region was the main reason for explantation. There were no signs of perforation on the device and the patient was not subjected to any kind of force that could injure the area of interest and cause the prosthesis malfunction. The device was removed. Following the procedure, the patient was in good health and no further patient complications were reported to the patient.

Manufacturer narrative:
E1. Initial reporter email updated

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical intervention due to infection, erosion and protrusion through the tissue. After the inspection of the prosthesis by the physician, he defined that the infection of the region was the main reason for explantation. There were no signs of perforation on the device and the patient was not subjected to any kind of force that could injure the area of interest and cause the prosthesis malfunction. The device was removed. Following the procedure, the patient was in good health and no further patient complications were reported to the patient.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical intervention due to infection, erosion and protrusion through the tissue. After the inspection of the prosthesis by the physician, he defined that the infection of the region was the main reason for explantation. There were no signs of perforation on the device and the patient was not subjected to any kind of force that could injure the area of interest and cause the prosthesis malfunction. The device was removed. Following the procedure, the patient was in good health and no further patient complications were reported to the patient.